Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery life or low battery alert noted during the testing. No motor error alarm noted. The motor was tested outside of the device and passed. However, pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error. Customer also stated insulin pump had battery life issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.